Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the image processing pc (ip-pc) did not start normally. The analysis of the system log file found errors related to the ip-pc. Upon troubleshooting, the fse found that the bios battery in the ippc was defective. To resolve the reported issue, the fse reconnected the board and signal cable and replaced the bios battery. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.